Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: (translated from german): failed the stk pneumatic 1 autozero test device did not startup. No patient involvement.